Event description:
It was reported, to boston scientific corp, that a pt with an enteral feeding device, ttp j-tube, developed a rash around the stoma site. The pt required hospitalization for two weeks. It is unknown how the rash was treated. Subsequent to treatment, the cap of the device would not open and the pt was being fed through the rx medication port of the same ttp j-tube. The pt's condition was reported as "good".

Manufacturer narrative:
The device will not be returned for eval. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.